Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient became hypoglycemic. No symptoms were specified. The bg finger stick value was 1.2 mmol/l and no cgm value was available. He was admitted to the hospital and treatment included oral glucose syrup and IV dextrose. At the time of the report two days later he remained hospitalized and was only receiving an IV potassium drip. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.